Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported a complaint regarding inaccurate sensor readings. The case was escalated to the next level of support for further evaluation. A sensor re-link was recommended, and the user was informed that the escalation team would monitor system performance following the re-link. Based on subsequent monitoring, system performance had stabilized, with improved agreement between sensor glucose (sg) and blood glucose (bg) values. Although further communication with the user was not possible due to lack of response, data from the device management system (dms) confirmed that the user continued to actively use the system.

Event description:
On march 19, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.